Manufacturer narrative:
Continuation of concomitant products: dtma2qq crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review electrograms noted that the patient's right atrial (ra) lead has exhibited possible undersensing and far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.